Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the shunt sensor leaked. <1cc blood loss. Product was changed out. Surgery was successful.

Manufacturer narrative:
Eval of the device could not be completed, as the sample was not returned; therefore, the complaint cannot be confirmed. A review of the device history record could not be performed, as the lot number is unk. The most probable cause of the thermowell leak is that this particular unit was on the lower side of the adhesive injection volume for the primary adhesive ring. This unit was sufficiently cured and sealed to pass through our 100% leak test, but not enough to survive shipping, handling, and temp/pressure changes. (B)(4). All available info has been placed on file in quality mgmt for appropriate tracking, trending and f/u.